Manufacturer narrative:
The tip cover accessory has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Intuitive has received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no physical damage was found at the distal end. No cable or conductor wire damage was found at the wrist. No thermal damage was observed. A brand new tip cover was successfully installed on the instrument. The electrical continuity test passed. Instrument was placed on system and tested for energy activation with external monopolar cord successfully attached to the banana plug. No faults or error messages appeared during in-house testing. Grounding pad with wet paper towel began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No arcing was observed during in-house testing. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the customer noted arcing occurred from the monopolar curved scissors (mcs) instrument. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument arced. The procedure was completed with no reported injury. On 16 ¿ april -2019, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information: it was stated while the surgeon was taking down adhesion there was arcing observed from the mcs instrument. The surgeon immediately took the instrument out and continued with a back-up mcs instrument. The fenestrated bipolar grasper instrument was used along with the mcs instrument. The following were confirmed: the instrument and accessories were inspected prior to use, there was no application of electrolube during mcs tip cover accessory installation, and there was no instrument collision. It was stated that a valleylab force tx generator was used and the settings were at cut 40, coag 40, bipolar 40. There was no report of patient injury. The mcs tip cover accessory has not been returned to isi for investigation.